Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2009 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch on the right ventricular (rv) lead to unipolar pacing and sensing. The patient was experiencing pocket stimulation in the unipolar configuration. Information presented on the device suggested that there had been numerous low impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.